Event description:
Report received of an undocumented number of undocumented incidences of cassette alarms. The tubing sets wer set up in the intensive care unit to infuse unspecified solutions. Reportedly, the pumps would initiate self-tests and then sound audible alarms and display the message: "door/cassette". There were no reports of adverse pt effects of delay of critical therapy.